Manufacturer narrative:
In the initial MDR the second batch review reported was wrong and the clinical evaluation was missing. Here below the correct batch on the lot 184114 and the clinical evaluation. Batch review performed on 23 september 2021: lot 184114:(B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar event reported. Clinical evaluation performed on 8 october 2021 by medacta medical affairs manager: reinfection in cemented tka, 3 months after first revision. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Manufacturer narrative:
Batch review performed on 23 september 2021: lot 184854: (B)(6) items manufactured and released on 18-sept-2018. Expiration date: 2023-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event. Additional devices involved: batch reviews performed on 23 september 2021: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 184854: (B)(4) items manufactured and released on 18-sept-2018. Expiration date: 2023-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event. Gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot 2010602: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot 184907: (B)(4) items manufactured and released on 09-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 similar events reported.

Event description:
2 years and 10 months after the primary surgery a second revision surgery was performed due to infection. The surgeon revised all implants and implanted patella resurfacing. Over 3 months ago, on (B)(6) 2021, this patient had a liner (lot 184907 )swap due to an infection this event wasn't reported previously due to agent error.